Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer purchased a contour next usb through (B)(6) and it read in mg/dl rather than mmol/l. No adverse event was alleged. The customer received a new meter from a nurse.